Event description:
The retaining clip for the liner was not attached to the trial upon cleaning of instruments. Surgeon was notified while closing patient. X-rays were done and found not to be in wound, but this caused a one hour delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. The initial report stated the device would not be returned. A complaint database search on the provided product code identified similar reports.the user inadvertently over-tightening the threaded insert during use is suspected to be the root cause. A preliminary risk assessment and health hazard evaluation was previously conducted for this failure. That investigation did not establish the need for corrective action based on no immediate patient risk, the low frequency of reported events, and suspected customer misuse as the root cause. No evidence was found of product or design error as a contributing factor. Corrective action not indicated at this time. Continue to monitor through trend analysis.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.